Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse found that the wash tower had become plugged by a fibrin clot. The fse removed the clot, tested the vacuum subsystem and primed the analyzer. No issues were noted. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining "vacuum over limits" errors and a leak from the bottom of their access 2 immunoassay analyzer. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.